Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. It was reported that the procedure was going as planned. However, after the deployment of the ipsilateral leg of the main trunk, the delivery catheter was removed without the leading olive. The physician was able to see it on the scan while trying to dilate the device during the ballooning procedure. It was reported that the physician did not feel any resistance when withdrawing the delivery catheter. The physician was able to snare the olive for removal from the patient. The procedure was concluded with no further issue, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. For the results of the imaging evaluation. The catheter was returned for evaluation. The engineering observed the polyimide had separated from the delivery catheter. The leading olive remained attached to the polyimide segment. It was also observed a section of polyimide remained attached to the delivery catheter. This indicates the failure occurred at the polyimide and not the manufacturing applied bond which holds the polyimide in place. Based on the findings from the evaluation, the physician¿s observation that the leading olive became detached from the device was confirmed. The root cause for the detached olive-polyimide segment could not be determined with the currently available information.